Manufacturer narrative:
A patient was implanted with an integra low flow valve ref 909521, lot 0193141 presented with clinical signs of hydrocephalus (dizziness and headaches). Family of the patient contacted integra to ask clinical questions, leading to open this complaint file. A surgical exploration was performed that concluded that the valve was working properly, but the ventricular catheter might have been implanted a little too far into the ventricle in the patient´s first procedure. The surgeon shortened the ventricular catheter (a few mm) and reconnected it. From the available information, this fixed the issue. The device remained implanted, so no device was available for investigation. Given the nature of the case, no device history records review is required. The complaint is considered unverifiable. The root cause of the valve dysfunction is related to the ventricular catheter location, so, to the implantation procedure. Valve underdrainage is a known complication of valve¿s therapy, as stated in the product instructions for use. No further investigation nor corrective action is deemed required.

Event description:
A distributor reported on behalf of the patient¿s husband that during the last 14 days, the patient had been experiencing symptoms of dizziness, headaches and had recently been admitted to the intensive care unit (ICU) with a pressure of 25. The patient was implanted with the 909521 integra nph low flow valve back in (B)(6) 2017. The husband stated that patient¿s neurosurgeon referred them to a neurologist to perform a cisternography. The neurosurgeon was then informed of the patient's condition by the distributor and the neurosurgeon did not believe at this time that the valve was malfunctioning or obstructed. The neurosurgeon stated that he had palpated the device and it appeared to be fine. The distributor was then informed by the patient¿s husband that they had switched neurosurgeons and the patient was to undergo exploratory surgery on (B)(6) 2018. The new neurosurgeon was contacted and stated that he did not believe that there was a problem with the device. On (B)(6) 2018, the neurosurgeon contacted the distributor and reported that the valve was working properly; that he had to cut a few millimeters off the ventricular catheter and reconnected it. It appeared that the ventricular catheter had been implanted a little too far into the ventricle on the patient¿s first procedure. The neurosurgeon did not replace any of the valve¿s components with new ones. Additional information was received on 19jun2018 and 20jun2018 indicating the current status of the (B)(6) patient was that she has no headache; was alert, oriented, walking, eating, and carrying out a normal life.